Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when connecting a bd phaseal¿ l connector c90j to the infusion bag and injecting oxaliplatin, the drug leaked from the crack of the device. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer complaints about leakage. The sample was evaluated by jfr lab. According to its report, the defect is confirmed. The leak occurs due to the breakage of the connector. In order to complete the investigation, two retained samples were taken and no defects were found. The connector may have been broken during a jam in the packaging machines, cut by the blades. However, no maintenances interventions were recorded in DHR, no non-conformances found. Based on the information above, the root cause cannot be clearly established. Inspections and tests in manufacturing area for protectors: visual inspections and critical dimensions for c90 housing part are performed in molding area. (Ph-300 current version). Visual inspections for protector and membrane are performed by the operator. Burrs, unfilled parts, particles, dirty, burned parts, incorrect color, etc. Critical to quality dimensions of all protectors housing are measured (8 injections/8 hours). Spike internal diameter (go/no go gauge). Spike base external diameter (go/no go capiler gauge). Assembly process: (according to ph-305): it is a manually assembly process, 100% of the parts are visually inspected. The following inspections are performed for connector c90: visual inspection: correct welding of the membrane. Membrane welding test is performed with a curette to verify the correct welding of the membrane. Correct location of the membrane in the connector housing cavity. Verify that welding burrs don´t exceed the tolerance. Parts not dirty. Spike tip without damage. Automatic inspection: membrane: no welding of the membrane in the housing, no welding of the housing and no membrane, welding housing without membrane, skewed membrane, upside down membrane, dirty, etc. Leakage between membrane and connector housing. Leakage test through phaseal membrane is performed according to pc-226. Investigation conclusion: the connector is broken. The connector may have been broken during a jam in the packaging machines, cut by the blades. However, no maintenances interventions were recorded in DHR, no non-conformances found. Based on the information above, the root cause cannot be clearly established.